Event description:
Primo implant with left bundle branch area pacing using select secure bipolar lead from medtronic in the ventricle and bipolar medtronic lead in the atrium. Both successfully implanted and connected to alizea. After implant procedure, doctor interrogated device in the operating room and found atrial sensing of small spikes. Problem was solved by deactivating minute ventilation sensor.

Manufacturer narrative:
The conclusions are as follows: the atrial oversensing is due to minute ventilation (mv) sensor. Indeed, the atrial oversensing intervals at 125ms corresponds to the mv injection carried at 8hz (125ms). . This mv oversensing can be seen at the implantation due to potential can (or lead) polarization which will disappear over time (within minutes or few hours). It is recommended, during the next in-clinic follow up, to reprogram the mv sensor and verify that the oversensing has disappeared. In case it is still present, the physician can program the atrial sensitivity about 1.2 mv or 1.5mv which is between the p wave amplitude (5mv) and the oversensing amplitude (approximately 1mv). This sensitivity value could cover the related oversensing and keep a high margin regarding the p wave. This complaint is recorded for trending purposes.

Event description:
Primo implant with left bundle branch area pacing using select secure bipolar lead from medtronic in the ventricle and bipolar medtronic lead in the atrium. Both successfully implanted and connected to alizea. After implant procedure, doctor interrogated device in the operating room and found atrial sensing of small spikes. Problem was solved by deactivating minute ventilation sensor.